Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for one pt. Complaint summary: date: (B)(6) 2013; inratio: 0.9; lab: 1.88. Pt's therapeutic range is 2.0-3.0. Customer's operational techniques: customer was milking the finger after finger-stick.

Manufacturer narrative:
Pending investigation.